Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach was further described as the patient did not wear a mask. The peritonitis was manifested by cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized. Also on the same day, the patient¿s catheter was removed and dianeal therapy was discontinued. On an unknown date, the patient was switched to hemodialysis therapy. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Eight days after hospitalization, the patient was discharged. At the time of this report, the patient remained on hemodialysis therapy and has recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.